Event description:
It was reported that the patient was undergoing an MRI and was being monitored by a standalone monitor. It is indicated that the patient coded and became unresponsive but no alarm sounded. As there is insufficient information within the event description, additional information is requested for further clarification and assessment of the customer¿s alleged harm(s).

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Product and 510k information is not available at time of report.

Manufacturer narrative:
The customer did not respond to multiple requests for additional information about the device, reported incident, patient information, medical intervention, treatment, clinical details and the device testing and solution remained unanswered. Based on the information available, the cause of the reported problem remains unknown. The reported problem was not confirmed. The investigation could not be completed due to insufficient information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.